Event description:
The customer reported failed calibrations for the abbott axsym rubella igg assay, using new rubella reagents and master calibrators. The customer removed and cleaned the instrument probes, but the calibration still failed. The customer was advised to decontaminate the instrument lines, replace the solutions and run an meia check. The customer reported after performing maintenance procedures, the calibration still failed. The customer was sent a new lot of reagent and calibrators. After receipt of the new reagent and calibrator, the customer reported everything has gone well. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.